Event description:
The manufacturer received this device for evaluation in response to a user's report of "problem with mains lead". There was no initial report of exposed wiring. Upon receipt of the device, the manufacturer noted there are exposed wires at the end of the power lead near the unit. The reported fault of problem with the mains lead was confirmed. There is no evidence of thermal damage on the inner wires. Labeling warns the user that the power supply cord (ac) cannot be replaced by the user. If the power cord becomes damaged, the user is instructed to contact their provider or the manufacturer for replacement, as there is no service option. Based on the information available, the manufacturer concludes no further action is necessary, and will continue to monitor complaints. There was no report of patient harm or injury.